Event description:
Device malfunction: needle-to-cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, the needles did not capture the suture. 'When the device was withdrawn, the suture remained hooked up to the pt's body. The physician cut the suture leaving it in situ." Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. No add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.